Event description:
It was reported that during follow-up, the patient exhibited exit block; no additional symptoms were reported. A micro-dislodgement of the right ventricular lead was suspected. An increase in capture threshold was noted. No changes were made and the physician would continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.